Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver had a malfunction alarm while in patient use. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no anomalies. The patient file was copied and reviewed, which revealed a system malfunction alarm, thus confirming the customer reported issue. During failure investigation testing, efforts to reproduce the system malfunction alarm were unsuccessful. The driver operated as intended, and there was no evidence of a device malfunction. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. Despite the customer reported system malfunction alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver had a malfunction alarm while in patient use. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure poses low risk to a patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.